Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 301940 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection, no corrective actions are required at this time. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. The following information was provided by the initial reporter, "during the nurse's operation, air leakage occurred during pumping."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. The following information was provided by the initial reporter, "during the nurse's operation, air leakage occurred during pumping."